Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. During interrogation, it was found that the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Evidence suggests that a request to have data from this device analyzed has not been made. The plan is to replace the device. No adverse patient effects were reported. The device remains in service.